Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on jan. 19, 2018. The coating of the probe was partially missing. There was a contact mark on the probe. There was also a contact mark on the non-insulated area of the grasping section. The tissue pad (ptfe pad) in the grasping section was partially worn and torn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a mastectomy, two devices were used. About one hour after using the first device, the short circuit error occurred and then the probe damage error occurred. The user replaced it with the second device. About half an hour after replacing, the second device did not work. The intended procedure was completed with other (not olympus) devices. There was no patient injury reported. Olympus medical systems corp.(omsc) received and evaluated the second device on jan. 19, 2018. As a result, omsc found that the coating of the probe was partially missing. This is the report regarding the missing of the probe coating of the second device.